Event description:
It was reported that 6 or 8 cassettes were found to be leaking where the c-flex tubing meets the regular tubing.

Manufacturer narrative:
Initially it was reported that the cassettes were leaking where the c-flex meets the regular tubing. During the gathering of additional information form the distributor; it was found that the cassettes were being reused. The cassette labels are labeled "for single use only." This is abuse and off label use of product. Since it was found to be off label use of product and the cassettes were reused for an determined amount of time, none of the cassettes will be returned from the distributor. The distributor was contacted regarding the reuse of product. It was stated to him that our product is label "single use only" and to use it in any other way is considered off label and abuse of product.